Event description:
It was reported on (B)(6) 2026 that the patient reported lean body and scar tissue that led to three bent cannula issue. The patient went to emergency room for treatment after cannula bent event.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.